Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the prime test as a result of a protruded/loose drive support disk. The device had cracked case all corners of the display window, cracked reservoir tube lip, cracked battery tube threads, and scratched screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.